Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.